Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out. The right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced successfully with no adverse consequences to the patient. The patient was stable post procedure.